Event description:
It was reported that the dso seal was degraded. This occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the actual product was returned for evaluation. Visual inspection performed. Battery compartment broken, lcd lens scratched, downstream occlusion seal (dso) degraded. Downstream occlusion test performed; product failed at 10psi. Customer reported problem was duplicated. Root cause was due to the bad dso sensor, which was replaced. Service history review identified this device has not been in for service previously.